Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 327 mg/dl. The customer delivered a correction bolus with the pump. The customer tested bg level several times and each time, bg level was noted to be lowering. At the time of the call, bg level was 120 mg/dl. A system check performed with tandem technical support indicated that the pump was operating as expected.